Event description:
Customer reported blood leaked where spike connects to tubing. No pt/user harm reported. Although requested, no additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a leak where the spike connects to tubing was confirmed. A cut was identified below one of the spikes. A crush mark was also noted on the right side of the cut. The cause of the reported leak issue was identified as a cut in the pvc tubing below the spike. The root cause of the cut could not be identified. The lot number was not identified. Based on the product model # and pvc tubing part number, the manufacturing database was reviewed for a year period prior to the reported event date; no quality issues were noted related to the failure mode reported.